Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e15 and unexpected restart alarm due to blank display.

Event description:
It was reported that the insulin pump had critical block alert. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. The insulin pump will be returned for analysis.